Manufacturer narrative:
Concomitant medical product: optipac 80 refobacin bn cmt r nt r catalog no# 4712500398; lot no# a603b09940, liner and shell with plastic barrier 48 mm i.d. 58 mm o.d. Catalog no# 00151505848; lot no# 62674839, biolox option, head, s, 48/-3.0, taper 12/14 catalog no# 00877704801; lot no# 2765150. Therapy date : (B)(6) 2016. The manufacturer did not receive other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During surgery, patient suffered from femoral periprosthetic fracture.

Manufacturer narrative:
Investigation results were made available. DHR review: ref#: 12.00.29-137 lot#: 2713505, yield: 28, delivered: 28, the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Associated product (biolox) ref#: 00-8777-048-01 lot#: 2765150, - yield: 20, - delivered: 20, the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: periprosthetic fracture event description: it has been reported that during the primary surgery performed on may 04, 2016 a periprosthetic fracture occurred during repositioning of the hip. The scissure was completely closed with two cerclages. Further, a cemented müller stem was implanted. Follow-up was normal. Review of received data: - 5 x-ray images have been received. The following analysis has been performed by a health care professional hcp: a-p view hip dated (B)(6) 2016: hybrid tep with anatomical correct position. Inclination angle approx. 46°. Two cerclages, from a medial perspective one is above and one below the trochanter minor. On the lateral side both cerclages are positioned below the trochanter major. A small scissure line at the lateral corticalis of the trochanter major, above the upper cerclage. Possible vertical scissure at the trochanter minor parallel to the medial stem wall. Axial view right hip dated (B)(6) 2016: staples. No further, relevant information. A-p view hip dated (B)(6) 2016: due to a different projection, no perfect comparison to the previous images possible. Visible change in cup and stem position. Both cerclages still visible. A small offset of the lateral corticalis at the trochanter major, above the upper cerclage. Possible vertical fracture line at the trochanter minor. A-p view right hip dated (B)(6) 2016: similar finding compared to the previous image. Possible scissure line at the trochanter major above the upper cerclage, parallel to the lateral stem wall. No new findings at the trochanter minor. Lateral view right hip dated (B)(6) 2016: compared to the previous image no essential changes visible. No indication of implant loosening or malfunction. Root cause analysis: root cause determination using rmw: - damage of bone due to inadequate design of stem, stem taper or instruments leading to high extraction or disassembly forces (unable to extract stem or dissassemble head from stem taper during revision) -> not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. - intraoperative complications due to incorrect associated instruments used possible, as on the basis of the surgical report no information about the used instruments is given. - intraoperative bone fracture due to wrong directed force applied possible, as this cause cannot be ruled out on the basis of the given surgical report. - intraoperative complications due to wrong entry point defined possible, as this cause cannot be ruled out on the basis of the given surgical report. - intraoperative bone fracture due to excessive force applied possible, as this cause cannot be ruled out on the basis of the given surgical report. - intraoperative bone fracture due to excessive force during rasping procedure possible, as this cause cannot be ruled out on the basis of the given surgical report. - intraoperative bone fracture due to excessive force during trial reduction possible, as this cause cannot be ruled out on the basis of the given surgical report. - intraoperative bone fracture due to excessive impaction force possible, as this cause cannot be ruled out on the basis of the given surgical report. Intraoperative complications due to excessive force during trial reduction possible, as this cause cannot be ruled out on the basis of the given surgical report. Conclusion summary: based on the provided surgical report and the x-ray analysis performed by a health care professional the complaint could be confirmed. The surgical report clearly states the occurrence of a scissure of the proximal femur. Further, the surgery could be completed with the reported müller straight stem, which is still in-situ. According to the per, the follow-up treatment was normal. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Of the müller straight stem have met the specifications valid at the time of production. Further, based on the surgical report the scissure of the proximal femur occurred during repositioning, however, it remains unknown which stem was implanted at this time, as the stated maxera stem of size 10 does not exist. Upon the scissure the mentioned maxera stem was replaced by the cemented müller straight stem which is still in-situ. Hence, the reported müller straight stem was only implanted after the scissure occurred. Additionally, the x-ray analysis performed by a health care professional did not detect any inconspicuousness in regards to the implanted müller straight stem, as no indication of loosening or malfunctioning was found based on the x-rays taken on the first and the 9th day post-surgery. Therefore, based on the given information the reported proximal femur scissure is not related to the reported müller straight stem. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
During surgery, patient suffered from femoral periprosthetic fracture.